Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends are picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in the united states. This MDR is being submitted for an unknown quantity of infusion sets that had the reported issue. On (B)(6) 2024, a patient encountered multiple instances of infusion set tubing detachment. The detachment took place at the connector. A blood glucose level of 300 mg/dl was recorded. The infusion set was in its second day of use when these incidents occurred. Patient replaced infusion set and resumed insulin successfully. No further information available.